Event description:
It was reported that a laparoscopic gastric bypass roux-en-y was performed without pt consequence. A barium swallow the following day indicated fluid in the abdomen. The pt was returned to surgery where a laparotomy was performed. It was found that the gastric remanant had perforated at the staple line close to the angle of his near the fundus. The perforation was closed with suture.